Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded without issues. The load was performed once and confirmed via visual, tactile and fluoroscopic methods. A pre-balloon aortic valvuloplasty (bav) was not performed. There was not much native calcium. The native valve was being revised due to aortic insufficiency. Upon deployment with pacing around 120 beats per minute (bpm), the valve dislodged. The valve was recaptured and deployed again with pacing around 150 bpm at a good depth at approximately 4 millimeters (mm) on both non-coronary cusp (ncc) and left coronary cusp (lcc). At 80% deployment, an infold was noted that was not present on the first deployment. The valve was released and post dilated with a non-medtronic 25 millimeter (mm) balloon (true). Per the physician, the calcification did not contribute to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34us, serial#: (B)(6), ubd: 28-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.